Event description:
It was reported that patient experienced pain in left hip. Surgeon removed cup, liner and head. No mention of any device failure or issue by surgeon during revision.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Other devices listed in this report: cat # unk, lot # unk, description: unknown head; cat # unk, lot # unk, description: unknown liner. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer